Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Further information was received. A decision has been made to further monitor this system remotely. It was thought the issue was due to a lead fracture. The patient is not pacemaker dependent.

Event description:
Boston scientific received information that remote monitoring of this device and right ventricular lead displayed a low out of range impedance measurement. A review of the data revealed only one out of range measurement. All other measurements were normal. A decision was made to further monitor this system. No adverse patient effects were reported. Approximately, ten months later, a further out of range measurement was displayed. This information was provided to the physician.